Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing instructions for a pump reset, and the error did not reappear after the reset. The customer was advised to wait 20 minutes before starting their sensor session and acknowledged the guidance.